Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella rp flex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 59-year-old male patient presenting with cardiomyopathy and admitted for acute on chronic heart failure with worsening multiorgan failure. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient¿s clinical condition required biventricular mechanical circulatory support, and concurrent impella cp and impella rp flex devices were placed for hemodynamic support. The patient was noted to be on inotropes and vasopressors prior to and during support. During the course of support, dark red urine was observed, and plasma free hemoglobin was measured at 430 milligrams per deciliter. Two plasma free hemoglobin measurements were obtained, both reported to be greater than 40 milligrams per deciliter, consistent with hemolysis. Imaging was utilized to assess pump position and demonstrated that the inlet was directed toward the mitral valve and papillary muscle. Repositioning was attempted at the bedside with echocardiographic guidance, resulting in improved positioning away from the mitral apparatus, with subsequent improvement in left ventricular waveform and flows. While on support, the impella cp device was operating at performance level 8 with expected flows of approximately 3.4 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. A decision was made to withdraw care, and the patient subsequently expired. The death is conservatively being reported; however, it is most likely attributed to the patient¿s underlying critical clinical condition, including advanced cardiogenic shock and multiorgan failure, as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage e. Hemolysis is a known risk associated with impella support and may be influenced by device position as well as the patient¿s underlying critical condition.